Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Near the end of a routine home hemodialysis treatment, the operator experienced air alarms that could not be resolved. During the elapsed time spent troubleshooting the alarms, the blood in the cartridge circuit clotted and was discarded, resulting in a 210cc blood loss. No med intervention was required.

Manufacturer narrative:
Treatment data log file review indicates that the air alarms continued over a 15 minute period and that the cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide was reviewed and provides adequate steps for air removal and states that the chances of blood clotting in the filter and cartridge increases when blood flow stops. Co reviewed the reported blood loss with the pt's caregiver to ensure proper technique for manual air recovery. A direct correlation between the co system one and the reported blood loss cannot be established. Co considers this report closed.